Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient's right ventricular (rv) leads were explanted with no known product issues. The leads were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.